Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had issue with lock in, rainbow effect on screen and then screen completely dimmed out unable to see anything on screen, had to change battery in less than 7 days and insulin pump had lost settings when screen went blank. No harm requiring medical intervention was reported. The device will not be returned for analysis.